Event description:
An axsym bhcg result of zero was reported on a patient. The same specimen was retested yielding a result of 30 mlu/ml. The customer states that the result of 30 mlu/ml is correct. No impact to patient management was reported.